Manufacturer narrative:
Device evaluation additional manufacturer narrative: a third-party service agent evaluated the device and verified the reported issue. The biphasic card was replaced, and the device passed functional and performance testing and was returned to the customer. Damage to the biphasic card was the cause of the reported issue.

Event description:
The customer reported that their device is not able to discharge and that by setting the delivery power, the device does not charge the set energy, but instead disarms and turns on the service led. As a result, defibrillation therapy may not be available, if needed. There was no patient involved in the reported event.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. The service agent replaced the biphasic pcb assy , and proper device operation was observed through functional and performance testing. The third-party service agent continues to investigate the reported issue and physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device is not able to discharge and that by setting the delivery power, the device does not charge the set energy, but instead disarms and turns on the service led. As a result, defibrillation therapy may not be available, if needed. There was no patient involved in the reported event.